Event description:
The customer alleged they received questionable estradiol results for three patients on their e411 analyzer. The first patient's initial estradiol result was 3920 pg/ml. The sample was automatically diluted 1:5 and the result was 6604 pg/ml. The sample was manually diluted 1:2 and the result was 4466 pg/ml. The sample was manually diluted 1:5 and the result was 6310 pg/ml. The second patient's initial estradiol result was 3732 pg/ml. The sample was automatically diluted 1:5 and the result was 6542 pg/ml. The sample was manually diluted 1:2 and the result was 4430 pg/ml. The sample was manually diluted 1:5 and the result was 6135 pg/ml. The third patient's initial estradiol result was 3809 pg/ml. The sample was diluted 1:2 and the result was 4470 pg/ml. The sample was diluted 1:5 and the result was 6285 pg/ml. It was unknown if any results were reported outside the laboratory. No adverse events had been reported. The estradiol reagent lot number was 168711 and the expiration date was not provided. Four samples were tested during the investigation using estradiol reagent lot numbers 168711 and 170338. The samples were tested undiluted, diluted 1:2, 1:5, and 1:10. In this investigation, the undiluted results were found to be outside the measuring range, differing from the customer. The diluted results generally matched the undiluted results. A root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).